Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited failure to capture on lv auto threshold. Technical services (ts) recommended thresholds evaluation. The lead remains in service. No adverse patient effects were reported.